Manufacturer narrative:
Product analysis: at analysis it was determined that there was internal contamination and that the programmer should be scrapped. It failed its functional testing though it passed its emergency testing after reseating the connector. It was unable to read disks, though it was able after the floppy disk drive was replaced. The power cord door latch was broken, there were missing and loose hinge plate screws, the keyboard hinge was broken, the keyboard rail cover was broken, the media bay door latch was gone and the door was ripping off and the network card holder eject button was broken off. Programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer temporary memory was full preventing the programmer from completing a software update via universal serial bus (usb). The progress bar was getting stuck midway through, receiving a message stating, "media error. Cannot access external media." The user was advised to clear the protected health information (phi) and print queue. The user was then instructed to use the service tool disk to clear the temporary memory. The user was told to return the programmer for service if the troubleshooting steps were unsuccessful. The programmer was returned for service. There was no patient involvement.